Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. Review of the episode indicated low-amplitude signals and double counting while the device was programmed to the alternate sensing vector at 1x gain. Auto setup was performed, and the device did not pass screening in the alternate vector. Technical services (ts) reviewed the available data and confirmed that the sensed signals were of low amplitude with a notable change in qrs morphology. The field representative reprogrammed the device to the primary sensing vector at 1x gain. Ts advised that the observed change in signal morphology may be related to an underlying cardiac condition and recommended obtaining a 12-lead ECG for further evaluation. Additionally, one stored untreated episode demonstrated t-wave oversensing with capacitor charging; however, therapy was appropriately diverted when normal 1:1 sensing resumed. The electrode remains in service. No adverse patient effects were reported.